Manufacturer narrative:
PMA/510(k) # k142688. On evaluation of the returned device, it was noted that the needle was exposed with the needle extender at reference mark 0. The needle did not move when the handle was moved from 0-8. Bends were observed on the sheath as a result of the needle breaking 33.1 cm from the luer. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing record for the echo-hd-3-20-c device of lot number c1249402 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence.

Event description:
The nurse opened the package and checked needle, needle was ok. The doctor introduced the needle through the operating channel and performed his first punction, then he removed the needle from the scope without any problems. The doctor introduced the needle into the scope for a second time, performed punction and removed the needle from the scope. When the needle was completely removed from the scope the doctor noted that the needle was not in the catheter sheath despite the handle was at reference mark zero. They tried a second time to advance or retract the needle but they could not fully retract the needle into the catheter. No problem with patient and scope.